Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of a procedure, the prong was found to be broken. A new device was used to continue the procedure and there was no patient involvement. No piece of the device fell within the patient.